Event description:
It was reported that the devices ehd sternum saw's cable overheated during testing at the manufacturer's international subsidiary. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was not returned to stryker instruments for evaluation. No further information has been provided.